Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported issue of clip failed to release from catheter. The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2014-03323 pertains to the first resolution clip device and manufacturer report # 3005099803-2014-03324 pertains to the second resolution clip device. It was reported to boston scientific corporation on (B)(4) 2014 that two resolution clip devices were used in the rectum during a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, two clips deployed improperly. However, the nature and cause of how the clips deployed improperly is unknown. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.